Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 05/12/2021.

Manufacturer narrative:
Additional information: h3, h4, h6. H10: the actual devices were not available; however, photographs of a sample were provided for evaluation. A visual inspection of the photos observed the green pull ring cap loose inside the over pouch. The reported condition was verified for one sample. The cause of the condition could not be determined. There were no photos of the remaining devices, therefore a device analysis could not be performed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap on the patient line of three (3) amia automated pd sets with cassettes were "dislodged" (disconnected) in the package. This was noted during set-up for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.